Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-dec-2022. H6: investigation summary: six samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site. The following information was provided by the initial reporter: liquid escaping the barrel of the syringe into the space between the two ribs of the plunger seal. Specifically, no liquid is exiting the syringe but remaining trapped between those two layers of the plunger seal.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation , a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site. The following information was provided by the initial reporter: liquid escaping the barrel of the syringe into the space between the two ribs of the plunger seal. Specifically, no liquid is exiting the syringe but remaining trapped between those two layers of the plunger seal.